Manufacturer narrative:
Additional information is provided in sections d.9, h.4, h.6 and h.11. The company representative was able to replicate the reported event. The illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The illuminator was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed into a system and tested. The reported event was replicated. Port 1 did not meet the lumens output. The root cause was due to filth, grime, and scratches in the inner illuminator shaft. However, as to how or when it became nonconforming remains inconclusive. The root cause of the reported event is attributed to debris in the inner illuminator shaft. However, as to how or when it became nonconforming remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during vitrectomy-retinal procedure, the brightness of the main set of lamps 1 and 2 were decreased, forcing the surgeon to switch to the backup set of lamps three and four. Surgery was completed on the same day with no patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to nonconforming illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).